Manufacturer narrative:
Product analysis: the valve remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with severe aortic stenosis, a calcified aortic valve and tortuous left ventricle tract, the valve was deployed. The valve dislodged into the annular position of the non-coronary sinus, resulting in severe paravalvular leak (pvl). A second valve was successfully implanted deeper than the first. No additional adverse patient effects were reported.